Event description:
It was reported that a merlin.net transmission showed high, out of range, high voltage lead impedance and low pacing lead impedance alerts. The svc coil was programmed off. Dft testing was successfully performed. Lead measurements were normal. The patient condition was good following the event.